Event description:
The type of this complaint is implant dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. Follow-up with the complainant has been conducted for the catalog and lot number and this information is not available.

Manufacturer narrative:
(B)(4). A complaints database search and review of manufacturing records did not identify any anomalies. The lab report and products were reviewed by bioengineering and a report was received stating: the x-rays indicate the head has separated from the stem. It is not possible to conclude why the head separated from the stem. This was the second head introduced to the stem in a patient with a prior dislocation (all be it with a lower offset head). The stem is in varus which will lengthen the offset of the neck. Lab report (B)(4) was reviewed. It is not possible to say of the dark material on the stem was present in the first procedure or has been added to in the second procedure. The head has light scratching over the surface and the lab report suggests there may have been contact with the stem or shell causing scratching. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. The customer report dark material at the head/stem taper. Taper damage is reported with retrieved components. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.